Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event is confirmed with product and photographs received. Intraoperative photographs and photographs of explanted products were provided. Visual evaluation identified discoloration on the head and stem's taper surfaces. No further evaluation could be performed with the images provided. Visual examination identified dark debris on the taper surface. Dings were observed on the flat surface of the femoral head. No other damages were noted. The liner was damaged during removal process and there are no issues reported against the liner. Therefore, no visual evaluation or dimensional analysis was performed for the liner. Sem analysis revealed deposits on the taper surface and circumferential grooves, possibly from contact with the surface texture of the stem's taper. Circumferential bands of deposits and light surface pitting were observed in the taper. Quantitative eds of the taper's surface identified biological material containing some or all of c, n, o, p, s, cl, and ca. Cocrmo substrate material showing elevated levels of cr, mo, and o, possible evidence of corrosion products. Eds analysis of the polished bearing surface of the head was consistent with cocrmo alloy. No other issues were noted. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Femoral head sterile product do not resterilize 12/14 taper. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical product(s): item# unknown unknown cup lot# unknown; item# unknown unknown stem lot# unknown; item# 00630505636 liner standard 3.5 mm offset 36 mm i.d. For use with 56 mm o.d. Shell lot# 61784770.

Event description:
It was reported that patient underwent revision due to pain and elevated ion levels approximately 8 years post initial implantation. Attempts were made to obtain additional information; however, none was available.